Event description:
It was reported that "during irrigation of the hip, the soft plastic spray shield on the fan spray tip (out of the hip kit) fell off into the patient during a t.h.a."

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is completed.